Event description:
Acute haemoperitoneum [peritoneal haemorrhage]. Refractory haemorrhagic shock [shock haemorrhagic]. Rupture of carcinoma [liver carcinoma ruptured]. Cardiorespiratory arrest [cardio-respiratory arrest]. Case description: initial information received on 23-oct-2015: this spontaneous medical device report was received from a healthcare professional and concerned a patient of unspecified age and gender on an unspecified date, the patient received radioembolization with therasphere for an unknown indication. Some weeks later the patient suffered an acute haemoperitoneum and subsequently died. No other information provided. Additional information received on 16-nov-2015: patient's personal history was provided: he was a (B)(6) male patient. No known allergies. The patient underwent a cataract surgery, lower anterior resection of colon cancer in 1998. He was a smoker until the age of 50. Light drinker and has abstained from alcohol after the age of 50. He had hypertension, non-insulin diabetes mellitus, benign hyperplasia of the prostate, chronic ischemic cardiomyopathy with three diseased vessels treated with surgical revascularization involving a triple bypass in 2011, severe mitral valve insufficiency, with both prolapse and a degenerative component. Moderate aortic valve insufficiency. Left ventricular ejection fraction (lvef) was normal on the last echocardiogram performed. He was currently being followed by the cardiology unit. The patient was diagnosed in 1989 with chronic hepatic disease from hepatitis c without any signs of advanced hepatic disease, (no prior episodes of decompensation, no portal hypertension; hepatic function was preserved, child-pugh a, no previous tav. In (B)(6) 1998 he presented a colorectal carcinoma, that was in remission. He was surgically treated with a low anterior resection of the descending and sigmoid colon and subsequent end-to-end colorectal anastomosis (duke stage c with 3 ganglia free infiltration) and subsequent adjuvant treatment with leucovorin and 5-fu until (B)(6) 1998, followed by radiotherapy until (B)(6) 1998. He underwent a partial thyroidectomy due to a non-malignant tumor, without thyroid hormone replacement. He also presented a fracture of the superior vertebral plate of d11 one year ago which was treated only with analgesics. In 2005 he was diagnosed with hepatocellular carcinoma over a non-cirrhotic liver with a single space occupying lesion measuring 4 cm in the subdiaphragmatic segment ii, which deforms the hepatic contour; with normal levels of alpha-fetoprotein. The patient underwent resection of segments ii and iii. Intraoperative ultrasound was not available. Macroscopically, the liver had a micronodular cirrhotic appearance. Pathological history: trabecular hepatocellular carcinoma over incomplete cirrhosis. There was no indication as to the grade of differentiation or whether there was vascular invasion. In 2010 he presented a recurrence of the hepatocellular carcinoma, and he underwent a second hepatic resection. An imaging study showed at least two space-occupying lesions in the right hepatic lobe. Abdominal ultrasound showed multiple space-occupying lesions in the liver, without clear signs of advanced hepatic pathology compatible with hepatocellular carcinoma vs colorectal cancer metastasis. In 2013 abdominal scan showed multiple hypervascular space-occupying lesions, compatible with multifocal hepatocellular carcinoma, predominantly in segments iva and ivb, but also in segments v, vi and vii of the right hepatic lobe. On (B)(6) 2013 confirmation of tumour infiltration of the middle suprahepatic vein. The conglomerate of lesions affected various segments IV-viii. They measured 10 cm in their greater craneo-caudal diameter, and then there was another 4 distant space-occupying lesions in other segments: 1 lesion in segment I measuring 15 mm, a lesion in segment v2 measuring 28 mm, one in segment vii of 30 mm and one in segment viii of 12 mm. The hepatocellular carcinoma committee decided that he was not a candidate for a tace. In (B)(6) 2013 he began a treatment with sorafenib (sor) achieving tumour stability on successive radiological follow-ups with CT, but at the start of 2015, the patient presented with a progressive significant increase in the levels of afp, in addition to progression on radiological assessments (CT from (B)(6) 2015). In light of the regular tolerance to sor, the worsening of the cardiomyopathy without being able to rule out the influence of the sor, together with the patient and his family, the decision was made to suspend the sor on (B)(6) 2015. On (B)(6) 2015 hepatocellular carcinoma committee: the findings described on the CT scan were confirmed. The patient was presented during a multidisciplinary session and he was accepted as a candidate for yttrium. A pre-yttrium arteriography was performed on (B)(6) 2015 without any immediate incidents. Gammagraphy with albumin macroaggregates labelled with tc99, without any signs of a significant hepato-pulmonary shunt. A radioembolization with therasphere was performed on (B)(6) 2015 without complications. Post-treatment pet CT scan showed: following the injection of 2.49 gbq of yttrium90 microspheres in the right hepatic artery, pet images were obtained from the abdominal cavity which showed deposition primarily of the particles over the known hepatic lesions in the right hepatic lobe. No deposition of microspheres was seen in any extra-hepatic location. Deposition of yttrium microspheres occurred primarily over the lesions in the right hepatic lobe without incident. On a subsequent follow-up consultation, the patient presented with a very favourable radiological response (partial response), without any signs of decompensation with respect to the patient's hepatic pathology. Patient's concomitant medications were: calcium carbonate (mastical) one tablet per day. Lactobacillus reuteri (casen biotic) one packet per day. Loperamide (fortasec) one tablet every 12 hours. Enalapril maleate/lercanidipine hydrochloride (zanipress) 20/10 one tablet every 12 hours. Acetylsalicylic acid (adiro) 100 mg one tablet per day. Gliclazide (diamicron) 30 one tablet every 8 hours. Carvedilol (coropres) 6.25 mg one tablet in the morning and half a tablet at night. Furosemide (seguril) one tablet every day. On an unspecified date, the patient was found on the street, down on the ground, conscious. One dose of morphine chloride was administered. In the emergency department, he was found to have a reduced level of consciousness, although still responding to loud verbal stimulation (hearing impairment) and to painful physical stimuli. The physical exam showed : blood pressure: 60/40. No tachycardia. Intense paleness of the skin and mucous membranes. Extremities are very poorly perfused. Cardiopulmonary auscultation: normal breath sounds. The abdomen presents normal sounds. It is soft and depressible. No oedema in the lower extremities. No signs of focal neurological deficits. Complete blood count: haemoglobin 7. Biochemistry: normal coagulation panel. Ph: 7.27; pco2: 46; po2: 23; o2 saturation: 31%; bicarbonate: 21; lactate: 5.7. Glucose: 214; alt: 35; bilirubin: 0.2, ggt: 201, alkaline phosphatase: 201; creatine kinase: 82; creatinine: 0.96; creatinine clearance: >60; urea: 53; proteins: 4. C-reactive protein: 0.5. Blood analysis following serum therapy and haemoderivatives: complete blood count: haemoglobin: 3.7. White blood cells: 1,000. Platelets: 30,000. Inr: 1.68. Fibrinogen: 135. Aptt: 95.7. Aptt ratio: 3.19. Total proteins: 1.8. Albumin: 0.8. An abdominal ultrasound was performed in the arterial and venous phases and in a subsequent late phase. Postsurgical changes related to the left hepatectomy, with multiple hepatocellular carcinoma tumour foci, the largest of which is in segment IV, in the vicinity of the surgical sutures. At this location, there were several points of active arterial bleeding identified, from the left hepatic artery arising from the left gastric artery. In addition, there are spontaneously hyperdense zones surrounding the anterior part of the fundus and the stomach body, related to a sentinel clot. There was significant blood in the peritoneal cavity, with the presence of free fluid in the lowest lying zones, in the right and left sub-phrenic spaces and in the perihepatic space. The rest of the findings did not present significant changes. Conclusion: abundant blood in the peritoneal cavity with foci of active bleeding located inside the foci of hepatocellular carcinoma in segment IV. Prior CT scan from (B)(6) (first follow up after radioembolization) was compared with the previous CT scan from (B)(6) 2015. Post-surgical changes from left hepatectomy. Multiple foci of hepatocellular carcinoma remain in the rest of the hepatic tissue, observing a moderate decrease in the volume of the tumour tissue. Some of the smaller foci presented an almost complete resolution (for example, in segment vii or next to the portal bifurcation). The largest lesion, close to the hepatectomy suture line, was in contact with the middle and right suprahepatic veins, which are reduced in calibre and probably infiltrated, and it surrounded a portal branch, which got lost inside the mass, without any signs of thrombosis or other significant changes. The main portal vein was permeable. Ganglia in the gastro-hepatic ligament and in the hepatic hilum presented a stable in size and number. There were cystic lesions in the pancreatic neck and tail measuring up to 11 mm, stable. The colorectal anastomosis did not present with any apparent changes. Diverticulosis of the left colon without any signs of complications. Prostatic hypertrophy. Slight amount of free fluid in the pelvis. Remains of the contrast agent in the gallbladder. Degenerative changes in the spinal column with a crushing fracture of the vertebral body of l3. Conclusion: decrease of the viable tumour tissue. The patient was transferred to the haemorrhage unit for fluid resuscitation and monitoring. A central femoral line was established. Intensive serum therapy was administered (2000 ml), along with the transfusion of 5 ch and noradrenaline at increasing doses, and yet despite these measures, blood pressure remained below baseline values (70/40). Following the administration of morphine hydrochloride in the emergency department, and due being in a shock condition, the patient's level of consciousness progressively decreased, and having notified the intensivists, the decision was made to intubate the patient. Orotracheal intubation was performed and the patient was started on artificial assisted respiration. During the support and stabilisation manoeuvres, a progressive increase in the patient's abdominal circumference was noted. Suspecting a haemoperitoneum, a diagnostic paracentesis was performed, which showed clearly bloody peritoneal fluid. The patient was then transferred to radiology to undergo an emergency abdominal CT scan which confirmed the presence of the haemoperitoneum, with very significant fluid levels and a point of extravasation of the contrast agent at a high rate inside the tumour area that was treated. The case was discussed with vascular radiology and with intensive care and given the age of the patient, the underlying pathology and the condition of refractory shock despite all of the measures adopted over the last two hours at least, with the consequences at different levels that it may have caused (cerebral, renal, hepatic), after consulting with the family, the decision was made to limit the treatment effort. Around 11:00 p.m., the patient continued to present with progressive hypotension despite multiple very high doses of norepinephrine and following a brief decrease in the administration of amines, the patient developed marked hypotension and cardiorespiratory arrest. Resuscitation manoeuvres were not started and the patient died at 11:20 p.m. Diagnostic impression from the reporter: haemoperitoneaum secondary to rupture of hepatocellular carcinoma refractory haemorrhagic shock. The events peritoneal haemorrhage, shock haemorrhagic, liver carcinoma ruptured and cardiorespiratory arrest are unlisted according to the current instruction for use for therasphere. The most likely cause of the haemoperitoneum is bleeding caused by tumour infiltration of hepatic vessels, as indicated by CT. It is unlikely that this is related to therasphere treatment, and the benefit risk profile of therasphere remains unchanged. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.

Event description:
Acute haemoperitoneum [peritoneal haemorrhage] case description: initial information received on 23-oct-2015: this spontaneous medical device report was received from a healthcare professional and concerned a patient of unspecified age and gender on an unspecified date, the patient received radioembolization with therasphere for an unknown indication. Some weeks later the patient suffered an acute haemoperitoneum and subsequently died. No other information provided. Case assessment: the event haemoperitoneum is unlisted according to the current instruction for use for therasphere. In abscence of additional information, the company considers the event haemoperitoneum experienced by the patient possibly related to therasphere treatment, since its role cannot be ruled out. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.